Event description:
On (B)(6) 2013, patient reported the infusion set tubing became disconnected from the insulin cartridge after changing the cartridge. Assisted patient with reconnecting the tubing to the cartridge. Patient stated insulin leaked out of the end of the line while he was disconnected. Patient is new to pump therapy. Patient reported he did not attach the infusion set tubing securely to the adapter. Had patient tug on the tubing and tubing is secure. Patient was wearing the infusion device when it came undone. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
Was unknown if the initial reporter sent a report to the FDA. Device was not requested to be returned.

Manufacturer narrative:
Conclusion the complaint describing a leaky on the luer cannot be verified, material meets product specifications. Result no sample was received for examination. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. The problem mentioned by the customer could not be reproduced. Device was not returned.